Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scratch at the biopsy channel outlet during service and maintenance of the device. The issue involved an olympus ultrasound bronchofibervideoscope. There was no patient injury reported.